Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-may-2018 with the following findings: a review of the black box showed a power on reset event after call service 054/052 alarms. The battery compartment was cracked above the grip pad on the side. The returned battery cap was undamaged and able to fit. The battery cap contact measurements were within specifications. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. The audio bolus button cover and slug were detached and missing. The ez-prime steps were performed correctly. No power interruptions occurred during the investigation. The pump cover was removed to find no intermittent conditions to the power printed circuit board. The intermittent power complaint was unable to be duplicated during the investigation.